Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the device was removed from the packaging it was noted that there was very little space between the closing lever and the firing lever. The surgeon opened the device manually prior to firing. The first device did not staple or cut correctly. A second device was pulled and that device also would not staple or cut correctly. The device stapled an incomplete line, but did not cut. The surgeon noted that the device required excessive force to fire. A curved mayo scissor was used to complete the procedure by cutting between the existing staple lines. No adverse consequences reported. Two devices with a photo will be returned. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the ets45 device was returned with the firing mechanism damaged and with no reload present on the device. Additionally three reloads were received partially fired and with no damaged to the lock out. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). The analysis showed that the ets45 device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was found to be non functional as the firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and pinion axel support were found broken. A batch record review was performed and no anomalies were found during the manufacturing process.